Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11618, 11620. It was reported the patient no longer had stimulation on the right side. An x-ray revealed a fracture in one lead (device 1). Reprogramming of some of the contacts on the lead was able to provide full coverage. Follow up identified the physician opted to replace the lead. It was reported during the same procedure the physician opted to replace the ipg due to possible fluid intrusion (device 2). The physician also noted a second lead had migrated and repositioned the lead during the procedure (device 3). It was reported the patient takes part in strenuous water aerobics classes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.